Event description:
It was reported that during a laparoscopic cholecystectomy, the device partially fired and the clips were being ejected from the device. Case was completed with another device. There was no consequence to the patient.

Manufacturer narrative:
Information not provided during initial contact.